Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thirteen days post implant it was found that the atrial lead had dislodged and fell out. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.